Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 (unknown time). The patient reported blood glucose readings of "276 mg/dl" with the subject meter and "86 mg/dl" on another meter (hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she was not managing her diabetes but responded to eating less food/drink due to the alleged issue. The patient claimed almost 24 hours after the alleged issue began, she became lightheaded, dizzy, weak, and developed dry mouth. In response to the symptoms, the patient indicated she was brought to the emergency room (ER) for assistance. According to the patient, she was tested by the doctor/clinic meter with a reading of "86 mg/dl" and was administered food and/or drink. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the meter's unit of measure was set correctly at the time of testing, the patient's testing procedure was correct, and the test strips were in good condition. The patient did not have a control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after and received hcp treatment after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the test strips involved with this complaint were tested and found to have failed for control solution high. The retain test strips passed all testing. On (B)(4) 2012 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.